Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead was removed from service because 'oversensing-possible clavicle first rib insulation break.' It was replaced with another endotak c transvenous defibrillation lead. Implant date-05/17/94. Removed from service date-09/05/96. Total implant months-27.6